Event description:
Same case as #2134265-2009-00691. It was reported that post a intracranial drug eluting stenting treatment procedure, a patient death occurred. The indication for the procedure was stenosis of the bilateral intracranial vertebral artery (icva). A 73% stenosed lesion was located in the left icva and a 66% stenosed lesion was located in the right icva. A taxus express2 3.0x16mm drug eluting stent was implanted in the right artery and a taxus express2 3.0x12mm drug eluting stent was implanted in the left artery. 50-60% residual stenosis was noted due to hardness of plaque that the balloon could not overcome. The patient failed to follow-up in 2008 for a scheduled angiogram. At about one month later, the patient was admitted to the hospital. It was noted that the patient was taking plavix daily. An mra showed significant flow reduction in the basilar artery and bilateral posterior cerebral arteries distal to the vertebral artery stents. An MRI showed pontine, cerebellar and occipital infarctions. The patient died four days later. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.